Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Additionally, it was reported that an occlusion alarm occurred. Customer reloaded the cartridge to address the issues. Lastly, it was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained. There was no reported adverse impact to the customer's blood glucose level.